Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Biolox head was fractured. A revision surgery was performed.

Manufacturer narrative:
An event regarding crack/fracture issues involving an ceramic head was reported. A clinical review confirmed the event. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: - this case just has such procedure-related factors present in abnormal cup anteversion as well as inclination that clearly have played an important role in the root cause of failure through fracture of the ceramic head. Because the surgeon is responsible for optimal component placement, this contributing factor to failure is procedure-related. - as such, the root cause of this pi failure case is procedure-related regarding cup malposition and as such is quite likely not device-related. Because the cup shell was retained at revision, it is not certain that all overload contributing factors were eliminated from the arthroplasty during revision surgery. Procedure-related factors: - cup malposition regarding inclination and anteversion. Patient-related factors: - high patient activity level possibly a secondary factor. Device-related factors: - none evident. Diagnosis: - cup malposition has contributed to an impingement condition in the arthroplasty causing not only a secondary shift in cup position but also a ceramic femoral head fracture requiring revision. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded: "cup malposition has contributed to an impingement condition in the arthroplasty causing not only a secondary shift in cup position but also a ceramic femoral head fracture requiring revision." No further investigation is required at this time. Cause. If additional relevant information becomes available, this investigation will be reopened.

Event description:
Biolox head was fractured. A revision surgery was performed.